Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ls 24g 1in tw was contaminated due to the outside packing film being cut. This occurred on 150 occasions before use. The following information was provided by the initial reporter: the outside packing film is cut abnormally and is easy to tear so the product is contaminated.